Event description:
It was reported that the system displayed a cine disk error message. The cine function was not operating. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.